Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the device was implanted it migrated throughout the abdomen, causing acute pain necessitating several surgeries.